Event description:
It was reported that the right ventricular (rv) lead exhibited a number of short interval counts (sic). The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 37746 neuro programmer; 37754 neuro recharger; 37714 pain stim ipg, implanted: (B)(6) 2013, 74002 neuro adaptor, implanted: (B)(6) 2012; 3986a pain stim lead x 2, implanted: (B)(6) 2009; 748940 neuro extension, implanted: (B)(6) 2009. (B)(4).